Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient was hospitalized for high blood glucose and the insulin pump was damaged. The customer reported that the piece of plastic on reservoir that is broken on old pump. All of a sudden when taking out reservoir a piece of plastic came with it. Stated it was out of warranty so she did not call. Pump was giving a no delivery. Patient declined to troubleshoot and to provide information on hospitalization for high blood glucose. The patients¿ blood glucose at the time of hospitalized was over 600mg/dl. The insulin pump will not be returned for analysis.